Event description:
It was reported that post-op, the physician noticed that a set screw appeared to have loosened from the tulip head. There was a revision surgery to tighten and/or replace the set screw. During the revision surgery, the loose set screw was confirmed and replaced without incident. Patient information and initial and revision surgery dates are not known at this time.